Event description:
Baxter (B)(4) received a report that an infusor had delivery stop during patient use. The device was filled with a solution of fluorouracil and saline. This condition interrupted therapy. There was patient involvement, but there was no report of patient injury, medical intervention necessary, or adverse reaction in association with this event. No additional information is available.

Manufacturer narrative:
(B)(4). This device is manufactured for distribution outside of the united states and does not have a 510(k) number. However, this product is being reported because it is same as or similar to a product distributed within the u.s. The batch review revealed that all of the acceptance criteria were met to release the lot. There were no non-conformances, failures, rework, or deviations related to the lot. There were no changes to specifications, test methods, process, equipment, or raw materials that could be associated with the reported condition. A request for the return of the device has been made. Should the device be received by baxter for evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional information becomes available.

Manufacturer narrative:
(B)(4). Evaluation summary: baxter received one sample containing approximately 53 ml of fluid in the reservoir. The reported condition of no flow/non-delivery was not confirmed. Visual inspection of the unit showed no signs of blockage or abnormality in the delivery tubing or the reservoir that could have caused the reported problem. Functional test showed evidence of flow at the distal luer, and flow continued without stopping. No signs of defect were noted from the sample during the functional test. Additionally, a flow test was performed in order to verify the flow rate of the device. As a result, the flow test produced the calculated flow rate of 2.40 ml/hr, the normalized flow rate of 2.46 ml/hr which was within the product's specification range (2.25 - 2.75 ml/hr). No root cause was identified, as no evidence of product malfunction was observed. No repair was done, as this is a single-use device which will be discarded. No other observations were noted on the unit.